Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 june 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The native annular dimensions were aortic valve area of 23.3mm², derived perimeter of 424.6mm, and an effective orifice area (eoa) of 0.7mm². The aortic annulus was moderately calcified. Pre-dilatation was performed with a 23mm crystal balloon. Good vascular access was achieved using a 14f non-abbott introducer. There was sufficient calcium to allow anchoring of the device. Deployment of the navitor up to 80% was without issue; the height alignment was performed in cusp overlap view only without verification of oae and the implant depth was 3mm. During final deployment, the valve remained stable at 3mm; however, one of the retainers became stuck in the flexnav receptacle, making release difficult. Once the valve was released, the pigtail catheter was removed simultaneously. In the final assessment injection, the navitor valve was observed to have embolized in the aortic direction. The exact moment of valve migration was unclear. The migrated valve did not block any arteries. The user alleged that the cause of embolization was possibly a maneuver to release the retainers. A new 27mm navitor valve was successfully implanted using a new large flexnav delivery system via valve-in-valve as replacement. No paravalvular leak was observed post-procedure, therefore no pre-dilatation was required. No patient consequences were reported.

Manufacturer narrative:
An event of separation problem and migration of the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported valve migration is likely related to procedural condition (the maneuvers required to release the last retainer tab). However, the cause of the separation problem could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as another valve was implanted (valve-in-valve). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.